Manufacturer narrative:
Evaluation codes: results - patient¿s condition affected effectiveness of device (calcified lesion with 90% stenosis) 313 inherent risk of procedure - stent deformation; deformation problem - stent deformed. Conclusion - device failure related to patient condition (calcified lesion with 90% stenosis); inherent risk of procedure - stent deformation. (B)(4).

Event description:
It was reported that the physician was attempting to treat a calcified lesion with 90% stenosis in the middle of lcx which exhibited diffuse atherosclerosis. During the surgery, the lesion was pre-dilated by a sprinter legend balloon(14atm for10secs). The physician then decided to use a 2.50mm diameter x 18mm length endeavor resolute (rx) drug eluting stent but the device failed to cross the lesion. It was reported that the physician made many attempts, but was unsuccessful and proceeded to withdraw the device. It was reported that resistance was noted during delivery to the target lesion. No patient injury occurred and no clinical sequelae were reported evaluation summary: the tip was stubbed. Initial mandrel movement failed due to the deformation at the distal tip. The balloon had not been inflated. The stent was positioned correctly on the balloon and a strut from the 7th proximal and 1st distal stent segment was slightly raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).